Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user experienced recurrent low glucose episodes while using the ilet system, with suspected inconsistent insulin delivery due to the cartridge not locking securely and the device piston advancing while the cartridge plunger did not move, resulting in challenges inserting the cartridge and periods of reduced or no insulin delivery. Symptoms included hypoglycemia. Outcomes included the need for troubleshooting support and user education. Investigation included technical support review, device use assessment, and user re-instruction on proper cartridge and connector installation. Investigation of this case revealed probable user technique issues leading to improper cartridge engagement and interrupted insulin delivery, with subsequent large meal announcements and algorithmic corrections contributing to glucose variability. It was concluded that the event was related to use error with the cartridge and connector interface rather than a confirmed device malfunction. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.